Manufacturer narrative:
Additional information received from the initial reporter on 05 august 2016 and includes: the surgeon resurfaced the patella and implanted a size 2. Also, he exchanged the tibial liner to a size 12mm. The surgeon felt the knee was slightly loose in his stability examination. He decided to increase stability by increasing the liner by 2mm. Batch review performed on 05 august 2016: lot 140350: (B)(4) items manufactured and released on 06 march 2014; expiration date: 2019-01-31. No anomalies found related to the issue. To date all the items of the same lot have been already sold without any similar reported event. On 19 august 2016 the medical affairs director performed a clinical evaluation and commented as follows: secondary resurfacing of the patella in a tka patient at two years after primary operation. Radiographical signs of arthrosis at the patello-femoral joint and, according to report, the bone scan confirmed them. For this reason, the surgeon performed patella resurfacing and in that occasion, while replacing the poly as per standard practice, he used a thicker insert to improve stability. No reason to think that this reoperation was caused by faulty devices.

Event description:
The patient presented with anterior knee pain. Bone scan confirms activity in the patellofemoral joint. The surgeon plan is to resurface the patella.